Event description:
The ventilator circuits are coming in from the manufacturer with cracks in them, making them unusable. The company was made aware of this problem a month ago and circuits were replaced. We are experiencing this problem again. This defect makes it difficult to set up a ventilator urgently because the circuits will not pass the compliance and leak test on the ventilator. Twice the therapist had to manually ventilate two patients as he went through 5 to 6 circuits and could not get them to pass. Our current solution is to inspect the circuits when we have down time and try to do the circuit compliance then leave the vent in standby mode so it's ready when we need it for a patient. So far, three separate lot numbers are affected: 02f1101570, 02h1100392, and 02h1102877.